Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to b5: describe event or problem correction to h6: patient codes the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain, perforation, migration and cylinder length too short are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. A risk review was completed and it was confirmed that pain related symptoms, perforation related symptoms, migration issue and length too short issues are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, an investigation conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain while pumping the inflatable penile prosthesis (ipp) and cylinders were too short and did not extend to end of shaft. During the revision procedure, a proximal perforation in the left corpora was identified and cylinder had slid down proximally. The right cylinder was identified to be folded over inside corpora. The new cylinders were implanted. The patient was left with previous reservoir intact, drained fluid and refilled with 100cc saline. There were no further patient complications.

Event description:
It was reported that the patient experienced pain while pumping and the inflatable penile prosthesis (ipp) and cylinders were too short and did not extend to end of shaft. During the surgical procedure, after the incision, the right cylinder folded over inside corpora, the new cylinder was implanted in same tissue plane. The new left cylinder was implanted in the same tissue plane. There were no further patient complications.